Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the pump history indicated that the pump was manually suspended on and then manally resumed half an hour later. The pump was then manually suspended at agan and manually resumed two hours later. The basal total daily doses correctly reflect the users programmed basal rates. The pump was programmed with a 1.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. The alleged issue could not be duplicated.